Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the devices nurse call port was broken and needs a part number for replacement central processing unit (cpu). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with parts ID for the cpu printed circuit board assembly (pcba) and informed customer of reprogramming serial number and replacement option codes. The investigation is ongoing.